Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer's blood glucose level was 24.6 mmol/l which was treated with insulin pump. Customer stated that the insulin pump had an insulin flow blocked alarm. Customer did not allege insulin pump was under delivering. The self test passed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode was not active at the time of incident. The insulin pump will not be returned for analysis.